Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an upgrade of a patient's implanted defibrillator, insulation came off the lead pin. The lead was cut, capped and replaced. No further patient complications were reported due to this event.